Manufacturer narrative:
MDR . / initial 2 of 4. E1: patient country: canada name: tandem country: united states of america street: 11045 roselle street suite 200 city: san diego state: ca zip code: 92121. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced four infusion set was fell off during use on 30-apr-2026, on 01-may-2026, on 02-may-2026 and on 03-may-2026.